Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse was upset with spectrum pump programming. The "pump infusing versed primary in continues mg/kg, doctor ordered a bolus of 1 mg; bolus screen in mg/kg; nurse programmed and gave bolus 1 mg/kg". There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.